Event description:
Male patient ruptured rotator cuff in the summer, shoulder arthroplasty initial implant trabecular metal for end-stage glenohumeral arthritis. Patient had a closed anterior dislocation of humerus and surgery revision reverse with liner exchange in the fall. A month later, the patient had surgery for revision of (right) shoulder arthroplasty, in order to insert new liner. The patient was placed in a sling and transferred to recovery without complication.